Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the clips on the er320 would ot hold and a competing co's instrument was used to complete the case. There was no pt consequence.